Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) in the range of high 20¿smmol/l to 30¿smmol/l with feeling tired, polydipsia and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. It was also determined that the patient was miscounting carbohydrates and there was an issue with the quality of insulin. The patient stated that there were settings adjustments were made to the bolus and basal settings. This report is being made due to the bg excursion the patient experienced due to miscounting carbohydrates and an issue with the quality of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).

Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/05/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.